Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a no device found message. The patient could not connect or charge the ins since (B)(6) 2019. The patient called a manufacturer representative (rep), but they were not able to get it to work. The patient tried removing and reinserting the battery pack, but that did not work. The patient turned stimulation off for an MRI, but she was unable to turn stim back on. The patient removed the battery pack and plugged it in to the power supply, but the controller would not power up and the green light was on indicating a good power source. The patient was in pain since she could not turn the device on. No further complications were reported.